Event description:
It was reported that the patient was burned. It was unable to be confirmed which device caused the burn.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports. The part number is not known at this time, therefore the gtin and 510 is not known. However, should it become available it will be provided in future reports.

Event description:
It was reported that the patient was burned. It was unable to be confirmed which device caused the burn.

Manufacturer narrative:
The product was not returned for investigation and the reported failure mode was not confirmed. Alleged failure: burn. Probable root cause: reed switch assembly malfunction use error. The device manufacture date is not known. The reported failure mode will be monitored for future reoccurrence.